Event description:
It was reported that a device was used during a hemorroidectomy. The device fired malformed staples. The operation was completed with another device. There was no patient consequence.